Manufacturer narrative:
Reported event: an event regarding revision involving an unknown hip acetabular construct bi-mentum was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ron I, ashkenazi I, snir n, warschawski y, gold a. Does a dual-mobility cup offer better stability than conventional bearings in hiparthroplasty following femoral neck fracture? J clin med. 2025 aug 8;14(16):5613. Doi: 10.3390/jcm14165613. Pmid: 40869438; pmcid: pmc12386701. Objective/methods/study data: this study aimed to compare the dislocation rates of dual-mobility (dm) bearings with conventional total hip arthroplasty (tha) in patients undergoing primary tha for the treatment of hip fractures. Summary for serf products : unk hip acetabular construct bi-mentum (qty 1): n=1 revision of any cause.